Manufacturer narrative:
Evaluation of the explanted device was not possible, as it was not returned, and the reported problem could not be confirmed. Review of the device history records found no anomalies. The root cause of the reported wear was not determined. No need for corrective action was identified. The product is a discontinued item.

Event description:
The patient was revised because of poly wear and broken locking mechanism.